Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting, but issue was not resolved. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse primed the reagent delivery on the chemistry cartridge (cc) side and observed no leaking. The fse also checked fittings, syringe, canisters and tubing. The fse was able to push a/b valve in to make it click. The fse noticed a bubble in the syringe and was able to tighten the waste containers slightly to remove the bubble. The fse also noticed a leak under the reagent probe b. The fse revisited again on (B)(6) 2011 and replaced the reagent probe b waste vacuum valve and this resolved the leaking issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was dripping from the reagent probe of the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported in this event.